Event description:
The customer reported that the system would not rotate. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and could not duplicate the reported problem. The camera connector was reseated and the beam was aligned. The system was tested and found to be working as intended and put back into service.